Manufacturer narrative:
Unit not received in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Pump trace download analysis confirmed the pump alarmed power error detected alarms. The power management tool confirmed power error detected alarms was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Unit received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, stained keypad overlay buttons, cracked case on battery tube area, peeling end cap address label and corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had power loss even after exchanging battery and power error detected on insulin pump. The customer's blood glucose was 21.2 mmol/l. The product was returned for analysis.